Event description:
It was reported that during an upgrade procedure when performing optimization testing high shock impedance measurements were seen involving this electrode. It was believed that the electrode may have been damaged during the implant procedure or during packaging. The electrode was thus not implanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an upgrade procedure when performing optimization testing high shock impedance measurements were seen involving this electrode. It was believed that the electrode may have been damaged during the implant procedure or during packaging. The electrode was thus not implanted. No additional adverse patient effects were reported.